Event description:
The mcgrath was set up for use. The initial check was good. The screen illuminated - the number "233" was on the bottom right corner and there was bright light coming from the blade. Once the device was placed in the upper airway, the screen faded to black. The device remained powered - there was still light from the tip of the blade an the number remained visible in the bottom right corner. The blade was withdrawn, and checked again. The display on the screen returned. There was no obstructions to the camera view. A second attempt was made with the same results. Once the blade entered the upper airway, the same situation occurred: the unit remained powered, the but the screen faded to black.